Event description:
In this event a doctor reported that an estylus 1:5 handpiece overheated. There was no injury or intervention.

Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving this device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The complaint for was verified. Maximum temperature recorded on the head of the attachment exceeded iso13732-1 and es-1004 for maximum allowable temperature and failed tn8702 performance testing. The attachment exhibited a temperature increase during free run testing of 85.3 degrees celsius and under load of 57.1 degrees celsius. Maximum allowable temperature at time of testing was 40.6 degrees celsius. Built up debris caused the cap button to remain in the downward position during operation, allowing it to make contact with the set during operation. This friction would have generated significant heat in the head of the attachment. Compromised gear function was also a contributing factor to the rise in temperature. Lodging of the cap button plus the gear wear may have caused the set to stall in the field. Also, a DHR review was conducted with no discrepancies noted.